Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed seeping blisters on his back under the posterior therapy electrode pads of the lifevest. It was reported that there was gel leaking from the pads. A nurse recommended that the patient wash the area with (B)(6) soap and treat the area with calamine lotion to dry out the area. Follow-up indicated that the sores and skin irritation had improved.